Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was elevated. However, the customer's blood glucose level was noted to be 260 mg/dl before the issue occurred.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.